Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible lead erosion as the patient complaining of periodic pains like a thin wire poking underneath the skin. The technical services (ts) referred the patient to the physician. As of this time, the pacemaker with the right atrial (ra) lead and this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Manufacturer narrative:
This report is being submitted to correct the patient codes field (f10) in section f, device codes field (f10) in section f, patient codes field (h6) in section h and device codes field (h6) in section h. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited possible lead erosion as the patient complaining of periodic pains like a thin wire poking underneath the skin. The technical services (ts) referred the patient to the physician. As of this time, the pacemaker with the right atrial (ra) lead and this rv lead remains in service. No additional adverse patient effects were reported.